Manufacturer narrative:
(B)(4). Original reporting time frame september 1, 2015 to october 31, 2015.

Manufacturer narrative:
(B)(4). Original reporting time frame september 1, 2015 to october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption no. (B)(4). Original reporting time frame september 1, 2015 to october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame september 1, 2015 to october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(6) 2015.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(6) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame september 1, 2015 through october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4) the total number of events for product classification code otn is 55. Qty 16- align r retropubic urethral support system. Qty 3- align rs retropubic/suprapubic urethral support system. Qty 5- align s suprapubic urethral support system. Qty 13- align to trans-obturator urethral support system- halo. Qty 14- align to trans-obturator urethral support system- hook. Qty 1- align to trans-obturator urethral support system- hook & halo. Qty 3- align urethral support system.

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced recurrence, extrusion, pain, erosion, infection, unspecified urinary problems, dyspareunia, blood loss, mixed/stress urinary incontinence, nocturia, dribbling, first degree leaking urine with coughing, laughing, sneezing, bearing down, walking, standing and physical exertion, cystocele (prolapse), vaginal scarring (scarring), blood tinged urine (hematuria), vaginal spotting, drainage, vaginal wall wound (vaginal mucosa damage), vaginal wall defect, feels wire inside vaginal wall (foreign body sensation), sleepiness, required additional surgical and non-surgical interventions.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Exemption e2013025. Original reporting time frame september 1, 2015 through october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame september 1, 2015 through october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame september 1, 2015 through october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame september 1, 2015 through october 31, 2015. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.